Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: product #: 04.037.942s, synthes lot #: h039639, supplier lot #: h039639, expiration date: ''287-feb-2026'', released to warehouse: 22-feb-2016, manufactured by: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation surgery for the trochanteric femur fracture with the nail. During the surgery, the surgeon couldn't assemble the insertion handle and the nail. The surgeon tried to assemble the insertion handle and the nail with connecting screw following the surgical technique, a connecting screw was fixed to some extent, but the nail showed mobility. The surgeon tried to move the locking mechanism inside, but it was very hard and difficult to turn. The surgeon tried a few times, and he managed to assemble them. The surgery was completed successfully within thirty (30) minutes delay. The surgeon commented that locking mechanism might have been elevated but the cause of this event was unknown. No further information is available. This report is for one (1) 9mm/130 deg ti cann tfna 170mm - sterile. This is report 1 of 2 for complaint (B)(4).